Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration following initial implant surgery. An x-ray revealed extra cochlear electrodes. The recipient underwent repositioning surgery on (B)(6) 2024, the site was packed with tissue, and closed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.